Event description:
The initial attorney reported alleged small bowel perforation, infection, hematoma, adhesions, additional medical/surgical intervention. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007 - repair of ventral hernia with composix kugel mesh. On (B)(6) 2007 - culture tests positive for moderate (B)(6). On (B)(6) 2007 - pt was infected, exposed mesh and presents for excision of mesh. The mesh is removed in its entirety, the wound was packed open. On (B)(6) 2007 - repair of ventral hernia with a collamend graft. Operative note "the pt was given IV antibiotics prior to the beginning of the procedure including vancomycin for coverage of his (B)(6)." On (B)(6) 2007 - admitted for infected seroma of the abdominal wall. Cultures grew (B)(6). On (B)(6) 2007 - incision and drainage of seroma. On (B)(6) 2007 - excision of infected collamend graft. No operative report. On (B)(6) 2008 - repair of multiple recurrent incisional hernias with a non-bard mesh. On (B)(6) 2011 - repair of multiple recurrent incisional hernias with composix l/p mesh, extensive lysis of adhesions, and small bowel resection. The small bowel was fused to the hernia sac, and noted to be dusky in appearance. During dissection multiple serosal tears were encountered in this thinned, ischemic - appearing bowel." On (B)(6) 2011 - excision of infected composix l/p mesh. Some hematoma was noted, under the mesh was an abscess, in addition there was diffuse peritonitis throughout the abdomen. A perforation in the small bowel with fistula formation was identified.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. There was no mention of any residual mesh from previous procedures in the operative dictation; it is unclear when the non-bard mesh was excised. During the implant procedure of the composix l/p the bowel was identified as being thinned, and having a dusky ischemic appearance with multiple serosal tears. It appears that the condition of the bowel may have contributed to the small bowel fistula and peritonitis that the pt was diagnosed with two weeks post implant. The medical records indicate that the pt was treated for fistula, seroma, and hematoma, all of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infections. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00136 for info related to the composix kugel mesh implanted on (B)(6) 2007. See MDR 1213643-2012-00134 for info related to the collamend graft implanted on (B)(6) 2007.